Event description:
It was reported that ¿the emg tube did not ventilate during an acbf procedure. The patient was intubated with no problem, and very quickly - in 10 to 20 seconds - the surgeon had the anesthesiologist drop [deflate] the cuff, the surgeon moved the tube around, and had the anesthesiologist re-inflate the cuff.¿ at that point the patient¿s airway became obstructed. They were reintubated immediately and the procedure continued with no further issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: analysis could not be performed; device discarded by user facility.